Event description:
This case was initially received via regulatory authority (reference number: mw101346) on 02-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy and lasted 10-14 days') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concomitant products included biotin, hydrochlorothiazide; losartan potassium (hyzaar), magnesium oxide (magox), vitamin b1 nos, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria disability and medically significant), menstruation irregular ("irregular periods"), headache ("chronic headaches"), fatigue ("chronic fatigue"), alopecia ("significant hair loss"), premature menopause ("early menopause"), pruritus ("severe itchiness all over my body"), urticaria ("especially in my extremities with welts") and vitiligo ("patches of viyiligo on my hands") and was found to have weight increased ("substantial weight gain"). The patient was treated with surgery (d and c). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, menstruation irregular, weight increased, headache, fatigue, alopecia, premature menopause, pruritus, urticaria and vitiligo outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue, headache, premature menopause, pruritus, urticaria, vitiligo and weight increased with essure. The reporter considered heavy menstrual bleeding and menstruation irregular to be related to essure. The reporter commented: ¿the seriousness criterion ¿disability/ permanent damage¿ was reported, but not specified or assigned to one of the events¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw101346) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy and lasted 10-14 days') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concomitant products included biotin, hydrochlorothiazide;losartan potassium (hyzaar), magnesium oxide (magox), vitamin b1 nos, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria disability and medically significant), menstruation irregular ("irregular periods"), headache ("chronic headaches"), fatigue ("chronic fatigue"), alopecia ("significant hair loss"), premature menopause ("early menopause"), pruritus ("severe itchiness all over my body"), urticaria ("especially in my extremities with welts") and vitiligo ("patches of viyiligo on my hands") and was found to have weight increased ("substantial weight gain"). The patient was treated with surgery (d and c). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, menstruation irregular, weight increased, headache, fatigue, alopecia, premature menopause, pruritus, urticaria and vitiligo outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue, headache, premature menopause, pruritus, urticaria, vitiligo and weight increased with essure. The reporter considered heavy menstrual bleeding and menstruation irregular to be related to essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿ quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.